Event description:
It was reported that the insulin pump has a partial display; it has segments missing. It was stated that the customer used proper batteries. The display doesn't remain on screen when batteries are removed. Customer changed the batteries, but anomaly persist. Device was not dropped or bumped. Nothing further reported.

Manufacturer narrative:
Insulin pump received with missing segment or partial display with clear horizontal line on lcd glass due to cracked zebra connector on lcd board. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.